Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "up" and "down" arrows have been intermittently unresponsive. The reporter indicated that the buttons need to be pushed multiple times for the buttons to work. The reporter indicated that the keypad symbols are worn. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were found to be worn but the keypad was found to be intact. The ok button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts.